Manufacturer narrative:
After properly reseating the sterile adapter on universal surgical manipulator 3 (usm3), the monopolar curved scissors (mcs) instrument was recognized. The customer did not have the chance to test the vessel sealer instrument. No site visit was conducted since the system was working properly. No additional action was required. No product is expected to be returned for analysis as there was no allegation of a product issue, and the system was working as expected after troubleshooting was completed. No image or procedure video was provided for review. A review of the logs confirmed that a radical cystectomy surgical procedure was performed on (B)(6) 2022 on system sl0091. This complaint is being reported based on the following conclusion: for reasons not specified, the customer converted to open surgery after the start of the procedure. It is not known whether or not the surgeon anticipated to convert to open surgery.

Event description:
It was reported that during a da vinci assisted radical cystectomy with ileal conduit, the monopolar curved scissors (mcs) instrument and the vessel sealer instrument were not recognized on universal surgical manipulator (usm) 3. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the caller (a nurse) indicated the instruments were recognized when placed on another usm. When the operating room team reseated the sterile adapter (sa) the issue remained. The tse reviewed the logs and identified system errors 282, 31009 and 31011 pointing to tool sensors not detected and radio frequency identifier (rfid) not present. As instructed by the tse, the caller checked the plungers and pogo pins and confirmed they were working fine. The tse then had the caller reseat the sa on usm3. After doing so, the mcs was re-installed and was recognized by the system. At a later time, the customer called back and stated the procedure had to be converted to open surgery (reason not specified), and noted it was not due to the da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.